Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had my gladder remove") and experienced urinary incontinence ("having trouble holding bladder and hardly make it to the bathroom sometimes and its getting worse"), pruritus ("face itchy"), alopecia ("hair loss"), tooth loss ("tooth loss") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, alopecia, tooth loss, cholecystectomy and restless legs syndrome outcome was unknown. The reporter considered alopecia, cholecystectomy, medical device removal, pruritus, restless legs syndrome, tooth loss and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hair loss and tooth loss. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added: face itchy. Fu 4 and 5 processed together. On 23-mar-2020: social media received. Reporter's information added. Event:hair loss and tooth loss were added.fu 4 and 5 processed together on 23-mar-2020: social media received- new event I had my gladder remove was added. Reporter was added. On 23-mar-2020: social media received- new event restless leg was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("I had my gladder remove") and experienced urinary incontinence ("having trouble holding bladder and hardly make it to the bathroom sometimes and its getting worse"), pruritus ("face itchy"), alopecia ("hair loss"), tooth loss ("tooth loss"), restless legs syndrome ("restless leg") and night sweats ("night sweat"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urinary incontinence, alopecia, tooth loss, cholecystectomy, restless legs syndrome and night sweats outcome was unknown. The reporter considered alopecia, cholecystectomy, medical device removal, night sweats, pruritus, restless legs syndrome, tooth loss and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hair loss and tooth loss, night sweat . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Event added:night sweat were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("having trouble holding bladder and hardly make it to the bathroom sometimes and its getting worse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urinary incontinence ("having trouble holding bladder and hardly make it to the bathroom sometimes and its getting worse"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and urinary incontinence outcome was unknown. The reporter considered medical device removal and urinary incontinence to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event added: having trouble holding bladder and hardly make it to the bathroom sometimes and its getting worse. Reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hystrectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.